Event description:
Additional information was received from the patient. The patient stated that the most likely cause of the ins being superficial was due to they would not connect to the unit. When asked about the steps taken to resolve the issue, the patient stated that they kept turning on and off multiple times finally connected, both were fully charged. It was unknown about the cause of the difficulties connecting external devices to the ins since implant. The issue was resolved. The cause of the error message saying "operation failed, an error occurred while performing the operation, end session" was not determined. The most likely cause of the event was due to the bad unit. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they are not happy with therapeutic effect. They feel like it is not doing the job like it should and are not feeling stimulation sensation. Patient had previously reported their concerns regarding lack of therapeutic effect. Patient was asking for assistance with changing their device settings today but was repeatedly encountering device not responding message as well as an error message saying "operation failed, an error occurred while performing the operation, end session". The patient confirmed they could feel the ins very easily as it is "popped out" and not as deep as they thought it would sit and it is annoying at times. Patient confirmed the ins is not moving around, but is very superficial. Patient was eventually able to reposition the communicator and connect to ins. Patient services reviewed how to change programs and increase stimulation per patient request. Patient commented that they have always had difficulty connecting external devices to the ins since implant. Ordered a replacement communicator from repair to see if this resolves the issue. Recommended patient discuss their therapy concerns with managing physi cian and patient stated they do not return calls.